Event description:
Customer reported that lemo receptacle had "wiggled out". Customer was able to complete case. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.